Event description:
Facility MDR alleges when the chair was being brought to an upright position, the resident allegedly put their hands into the mechanism on the foot ottoman. This resulted in the tip of the residents middle finger being cut off and a deep laceration to the 4th finger.